Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded up arrow button on keypad trace. The display functioned properly. No frozen display noted during testing.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer reported that the insulin pump alarmed battery out limit. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to clear the alarm. The customer stated that the buttons were unresponsive. The insulin pump was returned for analysis.